Event description:
It was reported that during an unknown procedure the tip was broken as the surgeon tried to lock the device. There were no patient consequences.

Manufacturer narrative:
Pc-(B)(4). Batch #: u4003h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Manufacturer narrative:
(B)(4). Batch #: u4003h. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure the tip was broken as the surgeon tried to lock the device. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 3/2/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the sngcb device was received with the blade outer sheath cracked at the torque wrench area. In addition, the blade was not broken as reported. When tested for functionality, the device could not be torqued into the handpiece due to the damage of the outer sheath at the torque wrench area. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused this issue. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.